Event description:
It was reported that a user requested a factory reset of the ilet due to experiencing post-meal hyperglycemia followed by rapid declines when deviating from a new low-carbohydrate diet, with counseling provided on accurate meal announcements, correction behavior, and appropriate oral glucose treatment using the device¿s user interface. Symptoms included episodes of hyperglycemia and hypoglycemia, with lows to 66 mg/dl and highs reaching 350 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem related to improper or incorrect procedure or method was identified involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.